Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional pseudoaneurysm procedure. Reportedly, the footplate of the prostyle device did not fully close. The device was carefully pulled out and removed with no separation and no vessel damage noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 13f sheath, and the pseudoaneurysm procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficult to open/close the foot was not confirmed. The reported difficult to remove was not confirmed/tested as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. There was an observed needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. It is likely that the returned device is not the complaint device. However, the results of historical investigations, returned device analyses, and case information analyses all point to the same causes of patient anatomy or inability to maintain position/stability of the device during deployment for these complaint types. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.